Event description:
It was reported that during the procedure for treatment of a de novo lesion in the left anterior descending artery (lad), pre-dilatation was performed at 12 atmospheres (atms). A 2.75x28 xience v stent was deployed in the distal lad and a 2.25x23 rx xience v stent was deployed in the mid lad. Immediately after deployment of the 2.25x23 stent, a side edge dissection was observed. A 2.5x23 xience v stent was deployed to cover the dissection and maintain timi iii blood flow. There was no adverse patient sequela, no occurrence of a clinically significant delay, and the patient was reported as doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.